Event description:
Customer received result of 221 mg/dl on the advantage system while using comfort curve test strips, and result of 101 mg/dl on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.